Event description:
A health care professional reported difficulty operating the device and alleged a device malfunction. The rn describes a number of issues including the device in ICU red receiving alarms from all over the hospital and screen freezing stating this is placing pts at risk due to the fact the rn is not being notified when the bg is due. The rn cites frustration with the hospital management allowing use of this product stating it is a common problem with other devices at the hospital.

Manufacturer narrative:
The device was remotely checked by glytec technical support and no malfunction was observed. It was subsequently communicated to glytec technical support that the alleged problem involved only one unit in the hospital (device has been installed in (B)(4) units of hospital). After retrying access with the rn, the device functioned properly. Technical support queried if the customer's local it help desk had been advised of the problem as it was occurring on just one unit indicating a customer hardware problem.